Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR due to because of possible litigation. The lot code for the reported device was not provided. The x-rays and medical records were requested, but not provided. However, the results of previous investigations indicated that improper drilling technique and/or extreme angulation during insertion will cause impingement of threads within the screw hole of the shell. This can lock the bone screw half way and/or result in incomplete seating of the screw inside the shell screw hole. Applying excessive torque to release and/or attempt to seat the screw can fracture and/or deform screw. The root cause of this event is likely related to operative technique. The root causes of previous reported events were neither design nor materials nor manufacturing related. This is the same pt/event as MFR # 9616680-2010-00285.

Event description:
Event desc: pt was having left hip conversion of prior fracture to total hip arthroplasty. While putting in the implant, the doctor broke off the screw while the implant was in the pt. The screw threads actually failed and the screw broke at the thread junction with the tightening bolt, which does not compromise function of the morse taper which is fully secured. Mgr notified and rep aware as well.